Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but compromised force sensor system alarm during prime, rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. No charge, battery lasts less than expected anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had unusual noise and slower priming. The customer stated that the insulin pump was not taking calibrations all time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.